Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, stained address/serial number label, and stained end cap sticker.

Event description:
Customer reported via phone call, he was having issues with the insulin pump. The number on the device kept scrolling through and it wouldn't stop. Call was disconnected. Customer called back and troubleshooting was performed. He stated the buttons weren't responding properly. He didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.